Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle never deployed the cannula into the skin. The cannula was not visible when the pod was removed, despite the pink slide having moved forward, indicating a needle mechanism failure. Reportedly, blood glucose levels remained between 121 and 180 mg/dl. The pod was not worn.

Manufacturer narrative:
The device was received fully deployed. The data shows the device completed first and second priming before being deactivated and no abnormalities were observed. The investigation found no damage or defects that would contribute to the reported needle mechanism failure. The needle mechanism was reset using the lock and load fixture and then redeployed without any issues. The cause of the reported event could not be determined.